Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient alleged that the battery on his transmitter is dead so nothing is working. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of patient's call that was done on (B)(6) 2017 it was determined that this complaint was submitted in error. This complaint has been captured as patient education and is deemed no longer a reportable event.